Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/28/2020 additional information: d10, h6 additional h3 investigation summary: it was reported that the device had performance breakage suture. It was received for analysis two unopened samples of product code ep8726h, lot pcq525. The complaint sample was not returned for evaluation. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a carotid artery repair procedure on (B)(6)2019 and the suture was used. During the surgery, the suture was opened to suture a vessel but the strand snapped when a surgeon was trying to slide down a knot. There were no patient consequences reported.